Event description:
A technician reported a case where during femtosecond laser flap generation, the flap was cut thicker than intended. No further details were provided. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
During an on site visit the field service engineer (fse) performed several ablation cuts on pmma, and made a minor adjustment to ablation settings. Review of the logfile for the day of treatment shows no abnormalities. The system passed the vacuum, energy and ablation check successfully without any issue. The logfile shows six successfully finished treatments. The observation of the energy values during the day shows very stable values and no errors. There is also no deviation between the planned and the measured energy detectable. The scanner incline offset did not change between the days which are covered by the logfiles. No abnormalities, error or other deviation are detectable in the logfiles which can contribute the reported issue. To check the laser function ablation check has to be carried out daily by the user. In case the ablation is not within the required tolerance a treatment must not be performed. The results of ablation check has not been provided. With the information provided the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, reporter indicated the programmed flap depth cut was set at 105 microns; however post operative depth cut measured at 130 microns. Reporter confirmed patient outcome was good.

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 03 is being filed to correct the date received by MFR on the prior filed supplemental report. Incorrect date of 05/14/2015 is being corrected to 7/27/2015. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).